Manufacturer narrative:
Problem code 1211 captures the reportable event of snare failed to deliver energy. Visual evaluation of the returned device found that the device does not have any visual failure, the working length is free of obvious kinks and bends. Functional analysis of the device revealed that when the handle was actuated, the loop was able to extend and retract properly. Electrical resistance testing was performed and resistance measured at 11.9 ohms, within manufacturing specifications. Based on the information available and the analysis performed, the most probable root cause is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
Note: this report pertains to one of two devices used during the same procedure. It was reported to boston scientific corporation that a rotatable small oval med stiff snare was to be used in the colon during a cold polypectomy/endoscopic mucosal resection (emr) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the device failed to deliver energy when strangulation was tried to dissect the target lesion. The procedure was completed with another device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. It was reported to boston scientific corporation that a rotatable small oval med stiff snare was to be used in the colon during a cold polypectomy/endoscopic mucosal resection (emr) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the device failed to deliver energy when strangulation was tried to dissect the target lesion. The procedure was completed with another device. There were no patient complications reported as a result of this event.